Event description:
Caller states her spouse was unable to verbally communicate while testing at 450 mg/dl on the advantage system (caller attributes this as low blood glucose symptom). Thirty to forty-five minutes later, the caller's spouse tested hi (greater than 600 mg/dl) on the advantage system. He tested 40 mg/dl on his daughter's meter, and caller treated him with 6 oz orange juice with a teaspoon of sugar added to it. Low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.